Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). A livanova representative identified the reported issue during maintenance. The reported issue was traced back to a defective touch screen. The technician replaced the touch screen to resolve the reported issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump touch screen was unresponsive. This issue was identified by a livanova field service representative during maintenance. There was no patient involvement.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. During the evaluation it was found that fluid ingress caused the reported malfunction. This is a known issue and livanova (B)(4) implemented a new sealing as corrective action for this issue.